Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the mega suture cut needle driver instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the distributor and obtained the following information: the instrument was inspected with no issues found. The surgeon was suturing to fix the mesh in place when the issue occurred. There were no fragments and no collisions with other instruments.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suture cut needle driver instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the mega suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute.

Event description:
Refer to h10/h11 for follow-up information.